Event description:
The balloon of this device burst while dilating a calcified lesion for stenting. The device was removed with no consequence to the pt. The device was discarded and will not be returned for analysis.